Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488 tc implantable pacing lead, (B)(6) 2001; 8042b bi-ventricular implantable pulse generator, (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular lead had triggered a lead warning for low impedance that was out of range. All testing showed normal operation with acceptable pacing capture threshold, sensing, and lead impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.